Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: there was a problem releasing the filter and after partial release the filter needed repositioning, but the filter could not be retrieved into the sheath. Another filter was successfully placed and the patient did not experience any adverse effects due to this occurrence. No product was returned and without the actual complaint device, it would be inappropriate to speculate at what may or may not have caused the reported difficulties in releasing the filter from the femoral introducer in the first place. However, after ¿partial release¿ reportedly attempts were made to cover the filter with the introducer for repositioning and this is not according to the instructions for use. The IFU specify that after stabilizing the filter introducer for filter placement, the sheath must be connected to the femoral introducer handle and at this point the filter is expanded, still connected to the filter introducer. Following, the IFU caution that ¿attempting to retract the filter at this point of the deployment sequence could damage the secondary legs or caval wall.¿ there are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: unknown. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
As per complaint form: at the time of implantation, there was a problem releasing the filter. When partial release was achieved, it was necessary to reposition it in a better location. The filter did not fit in the introducer and could not be placed. Due to the seriousness of an embolization in the relatively young patient, a new cook vena cava filter was immediately available, which was quickly placed without any complications to the patient. Additional information 04nov2021: the filter was advanced from the femoral. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.